Manufacturer narrative:
Quality-safety evaluation of ptc received on 08-jun-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), menorrhagia ("abnormal bleeding (menorrhagia)") and ovarian cyst ("hysteroscopy, laparoscopy with wight ovarian wedge resection / ovarian cyst") in a 30-year-old female patient who had essure (batch no. 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included irritable bowel syndrome, ovarian cyst (right ovarian wedge resection), nausea and gerd. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal infection ("infection (vaginal)") with vaginal discharge, cystitis ("infection (bladder)") and urinary tract infection ("infection (urinary tract)"). On (B)(6) 2011, 11 months 3 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic congestion ("pelvic congestion syndrome") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On (B)(6) 2011, the patient experienced wound infection ("infection (other) describe: wound"). On an unknown date, the patient experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (ablation) and surgery (hysteroscopy, laparoscopy with wight ovarian wedge resection on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, pelvic congestion, female sexual dysfunction, wound infection, dysmenorrhoea, nausea, dyspareunia, fatigue, vaginal infection, cystitis, urinary tract infection and ovarian cyst outcome was unknown. The reporter considered cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, ovarian cyst, pelvic congestion, urinary tract infection, vaginal haemorrhage, vaginal infection and wound infection to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet : events medical device removal and device complications were deleted since more specific information was provided - abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) apareunia (inability to have sexual intercourse), infection (other) describe: wound, dysmenorrhea (cramping), nausea, hysteroscopy, laparoscopy with right ovarian wedge resection, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, pelvic congestion syndrome added as events. Patient, product and reporter information updated.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/migration of essure device location of device: noted on abdominal ultrasound"), menorrhagia ("abnormal bleeding (menorrhagia)"), salpingitis ("possible chronic salpingitis"), endometritis ("possible chronic endometritis") and ovarian cyst ("hysteroscopy, laparoscopy with wight ovarian wedge resection / ovarian cyst") in a 30-year-old female patient who had essure (batch no. 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included irritable bowel syndrome, ovarian cyst (right ovarian wedge resection), nausea, gerd, chronic cervicitis and uterine bleeding. Concomitant products included dicycloverine hydrochloride (bentyl), lactulose, metoclopramide (reglan), oxycodone hydrochloride (oxycontin), paracetamol (tylenol) and ranitidine hydrochloride (zantac). In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal infection ("infection (vaginal)/infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge, cystitis ("infection (bladder)") and urinary tract infection ("infection (urinary tract)"). On (B)(6) 2010, the patient had essure inserted. In 2011, 11 months 4 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In 2011, the patient experienced pelvic congestion ("pelvic congestion syndrome/pelvic congestion syndrome/other injury(ies) or complications) please describe: dub, pelvic congestion syndrome, pcos") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced wound infection ("infection (other) describe: wound/infection (other) describe: wound"). In 2011, the patient experienced polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: polycystic ovarian syndrome/pcos"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and dysfunctional uterine bleeding ("other injury(ies) or complications) please describe: dub, pelvic congestion syndrome, pcos"). The patient was treated with antibiotics, surgery (hysterectomy with bilateral salpingectomy, treatment and repair of bilateral ovary), surgery (ablation), surgery (total abdominal hysterectomy, bilateral salpingectomy) and surgery (hysteroscopy, laparoscopy with wight ovarian wedge resection on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, menorrhagia, salpingitis, endometritis, ovarian cyst, vaginal haemorrhage, pelvic congestion, female sexual dysfunction, wound infection, dysmenorrhoea, nausea, dyspareunia, fatigue, vaginal infection, cystitis, urinary tract infection, polycystic ovaries and dysfunctional uterine bleeding outcome was unknown. The reporter considered cystitis, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, endometritis, fatigue, female sexual dysfunction, menorrhagia, nausea, ovarian cyst, pelvic congestion, polycystic ovaries, salpingitis, urinary tract infection, vaginal haemorrhage, vaginal infection and wound infection to be related to essure. The reporter commented: hysteroscopy, laparoscopy with right ovarian wedge resection, four rings of essure coils were seen from the left tube and four rings from right fallopian tube were also seen. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on an unknown date: migration of essure device. Concerning the injuries reported in this case, the following ones were confirmation in patient¿s medical records: pelvic pain, pelvic congestion syndrome, dysmenorrhea, abdominal pain. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs and mr received. Polycystic ovary syndrome, possible chronic endometritis, possible salpingitis and dysfunction uterine bleeding were added, patient's medical history was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/migration of essure device location of device: noted on abdominal ultrasound"), menorrhagia ("abnormal bleeding (menorrhagia)"), salpingitis ("possible chronic salpingitis"), endometritis ("possible chronic endometritis") and ovarian cyst ("hysteroscopy, laparoscopy with wight ovarian wedge resection / ovarian cyst") in a 30-year-old female patient who had essure (batch no. 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included irritable bowel syndrome, ovarian cyst (right ovarian wedge resection), nausea, gerd, chronic cervicitis and uterine bleeding. Concomitant products included dicycloverine hydrochloride (bentyl), lactulose, metoclopramide (reglan), oxycodone hydrochloride (oxycontin), paracetamol (tylenol) and ranitidine hydrochloride (zantac). In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal infection ("infection (vaginal)/infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge, cystitis ("infection (bladder)") and urinary tract infection ("infection (urinary tract)"). On (B)(6) 2010, the patient had essure inserted. In 2011, 11 months 4 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In 2011, the patient experienced pelvic congestion ("pelvic congestion syndrome/pelvic congestion syndrome/other injury(ies) or complications) please describe: dub, pelvic congestion syndrome, pcos") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced wound infection ("infection (other) describe: wound/infection (other) describe: wound"). In 2011, the patient experienced polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: polycystic ovarian syndrome/pcos"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and dysfunctional uterine bleeding ("other injury(ies) or complications) please describe: dub, pelvic congestion syndrome, pcos"). The patient was treated with antibiotics, surgery (hysterectomy with bilateral salpingectomy, treatment and repair of bilateral ovary), surgery (ablation), surgery (total abdominal hysterectomy, bilateral salpingectomy) and surgery (hysteroscopy, laparoscopy with wight ovarian wedge resection on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, menorrhagia, salpingitis, endometritis, ovarian cyst, vaginal haemorrhage, pelvic congestion, female sexual dysfunction, wound infection, dysmenorrhoea, nausea, dyspareunia, fatigue, vaginal infection, cystitis, urinary tract infection, polycystic ovaries and dysfunctional uterine bleeding outcome was unknown. The reporter considered cystitis, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, endometritis, fatigue, female sexual dysfunction, menorrhagia, nausea, ovarian cyst, pelvic congestion, polycystic ovaries, salpingitis, urinary tract infection, vaginal haemorrhage, vaginal infection and wound infection to be related to essure. The reporter commented: hysteroscopy, laparoscopy with right ovarian wedge resection, four rings of essure coils were seen from the left tube and four rings from right fallopian tube were also seen diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on an unknown date: migration of essure device concerning the injuries reported in this case, the following ones were confirmation in patient¿s medical records: pelvic pain, pelvic congestion syndrome, dysmenorrhea, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/migration of essure device location of device: noted on abdominal ultrasound"), menorrhagia ("abnormal bleeding (menorrhagia)"), salpingitis ("possible chronic salpingitis"), endometritis ("possible chronic endometritis") and ovarian cyst ("hysteroscopy, laparoscopy with wight ovarian wedge resection / ovarian cyst") in a 30-year-old female patient who had essure (batch no. 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included irritable bowel syndrome, ovarian cyst (right ovarian wedge resection), nausea, gerd, chronic cervicitis and uterine bleeding. Concomitant products included benazepril, dicycloverine hydrochloride (bentyl), lactulose, metoclopramide (reglan), oxycodone hydrochloride (oxycontin), paracetamol (tylenol), ranitidine hydrochloride (zantac) and zolpidem. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal infection ("infection (vaginal)/infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge, cystitis ("infection (bladder)") and urinary tract infection ("infection (urinary tract)"). On (B)(6) 2010, the patient had essure inserted. In 2011, 11 months 4 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In 2011, the patient experienced pelvic congestion ("pelvic congestion syndrome/pelvic congestion syndrome/other injury(ies) or complications) please describe: dub, pelvic congestion syndrome, pcos") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced wound infection ("infection (other) describe: wound/infection (other) describe: wound"). In 2011, the patient experienced polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: polycystic ovarian syndrome/pcos"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and dysfunctional uterine bleeding ("other injury(ies) or complications) please describe: dub, pelvic congestion syndrome, pcos"). The patient was treated with antibiotics, surgery (hysterectomy with bilateral salpingectomy, treatment and repair of bilateral ovary), surgery (ablation), surgery (total abdominal hysterectomy, bilateral salpingectomy) and surgery (hysteroscopy, laparoscopy with wight ovarian wedge resection on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, menorrhagia, salpingitis, endometritis, ovarian cyst, vaginal haemorrhage, pelvic congestion, female sexual dysfunction, wound infection, dysmenorrhoea, nausea, dyspareunia, fatigue, vaginal infection, cystitis, urinary tract infection, polycystic ovaries and dysfunctional uterine bleeding had not resolved. The reporter considered cystitis, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, endometritis, fatigue, female sexual dysfunction, menorrhagia, nausea, ovarian cyst, pelvic congestion, polycystic ovaries, salpingitis, urinary tract infection, vaginal haemorrhage, vaginal infection and wound infection to be related to essure. The reporter commented: hysteroscopy, laparoscopy with right ovarian wedge resection, four rings of essure coils were seen from the left tube and four rings from right fallopian tube were also seen. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on an unknown date: migration of essure device. Concerning the injuries reported in this case, the following ones were confirmation in patient¿s medical records: pelvic pain, pelvic congestion syndrome, dysmenorrhea, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received: event outcome updated to not recovered / not resolved for all events and concomitant drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.